Event description:
It was reported that during the procedure in the mildly tortuous/calcified mid left anterior descending artery for treatment of an 80% stenosis, a 2.0x15 rx voyager t dilatation catheter was advanced but was unable to cross the lesion. The distal segment of the balloon tore but did not separate after force was applied to the catheter. The device was withdrawn from the anatomy and exchanged for another unspecified balloon. Dilatation was completed successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. There was no damage to the balloon noted as reported. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the rx voyager instruction for use (IFU) states: if there is resistance, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.